Manufacturer narrative:
(B)(4), the sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was then prepared for the functional bench test where a water reservoir bottle, an adult breathing circuit (880-36kit), a 382-10 conchasmart column, airflow, and dual temperature probes were connected to the unit. The unit successfully navigated all pre-operational self-tests again and was functioning in real time. An attempt was made to adjust the settings; however, a red wrench displayed. It appears the unit was returned in auto-settings mode. Auto settings mode is a design feature that allows the user to pre-set the temperature and gradient of the neptune for convenience. While auto settings mode is turned on, the settings may not be adjusted since they have already been pre-set. After auto-settings mode was turned off, the settings were able to be easily adjusted. The settings were set to full rainout , invasive, at 37 degrees c. The unit functioned without any interruption and was able to heat up to the set temperature of 37 degrees c. The user manual for this product states "a solid red wrench will display in the set-up state if the unit is in auto settings mode, this indicates that the settings cannot be adjusted until the unit is taken out of auto settings mode." The reported complaint of "unit not reaching set temperature" is not confirmed. The unit was returned in auto settings mode which is why initially, the settings were locked and could not be adjusted. Auto settings mode is a design feature that allows the user to pre-set the temperature and gradient of the neptune for convenience. While auto settings mode is turned on, the settings may not be adjusted since they have already been pre-set. The user manual contains instructions for proper operation of auto-settings mode. After auto-settings mode was turned off, the unit functioned as expected and there were no difficulties adjusting the settings. The unit heated up to the set temperature. There was no problem found with the returned unit. A device history record review was performed with no evidence to suggest a manufacturing related issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "units are not reaching temp". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "units are not reaching temp". No patient involvement reported.